Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was anxious due to a vibratory patient notification for non-sustained rv oversensing episodes observed via remote transmission. It was noted that the device was sensing far p waves. The patient was brought into an emergency room and a chest x-ray was performed. It was noted that the lead was dislodged. The patient was scheduled for lead revision and the lead was explanted and replaced. No further information is available at this time.